Event description:
It was reported that on (B) (6) 2008, the pt experienced a very loud continual swooshing noise and therefore, no longer wanted to wear his speech processor. Testing was carried out on (B) (6) 2008, which showed a noticeable change in the groundpath impedance and irregularities on channel 11. On (B) (6) 2008, an implant check was performed which confirmed that the device was working within specification; however, with reservations. The pt is able to wear his speech processor again and he no longer experienced any swooshing or peeping noises. On (B) (6) 2008, the pt reported hearing swooshing and peeping noises again. Testing was carried out, which confirmed that the device has malfunctioned. Re-implantation surgery is scheduled for (B) (6) 2008.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.